Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: broken striated, nicks striated and wear abrasion. Based on the device analysis the final assessment is: broken striated in the side anterior assessed as fold flaw opening. Nicks striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a right side rupture. Device was explanted.